Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer stated she had the insulin pump on band of shorts and was sweating. Blood glucose value is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted and no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.